Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(6) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: exact ages unknown. Sex/gender: unknown. Date of event: unknown. Model#: unknown. Serial#: unknown. Catalog#: catalog # is unknown. Expiration date: unknown. UDI #: UDI # is unknown. If implanted; give date: unknown. If explanted; give date: unknown. The shunt products are not returning for evaluation. There was no serial number reported for this device; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending, for this device will not be performed. Device manufacture date: unknown. (B)(4). Jamie lea schaefer, monica a levine, gina martorana, helen koenigsman, m fran smith, mark b sherwood. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The publication states 18 eyes experienced a decrease in their visual acuity (unclear if it was uncorrected or best corrected) during the 3 year period, 4 eyes experienced choroidal effusion, 4 eyes with persistent diplopia, 2 glaucoma re-operations (required a second implant) and 1 bleb leak.